Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, the jaws of the device clamped on tissue. They were performing an anastomosis and had to cut the tissue around the stapling cartridge in order to remove the stapling cartridge from the patient. Another device was used to complete the case.